Manufacturer narrative:
The agent reported revision surgery wash out. Removed liner to clean out. Replaced with same implant. Male 58 complaint has been evaluated and is similar to report number 1644408-2021-01421; 346-10-705, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to wash out. Removed liner to clean out. Replaced with same implant.